Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of "110 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She claimed that 5 minutes prior to obtaining the alleged inaccurate result, she had developed symptoms of "nausea [and] cold sweat". She reported that she self-treated her symptoms with food and/or drink at an unknown time on (B)(6) 2015. She denied using any other device to test her blood glucose levels. During troubleshooting, the cca established that patient's test strips had been stored correctly and the meter was set to the correct unit of measure. The patient was unable or unwilling to walk through a control solution test with the cca. Replacement products were sent to the patient. From the information provided, there is no evidence that the subject meter malfunctioned. However, this complaint is being reported because the patient claims that she obtained an inaccurate high result with the subject meter when she was experiencing symptoms suggestive of hypoglycemia. It cannot be ruled out with all certainty, therefore, that the meter may have been reading inaccurately prior to this time, causing the patient to over-medicate, resulting in the symptoms she reported.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.